Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse replaced sample arm, reagent probe 2 (r2) transducer, heterogeneous module (hm) sample drain, reagent probe 1 (r1) and r2 drains, all pump unit valves, ultrasonic printed circuit board (pcb), source lamp, and heat torch. The cse checked alignments, cleaned the windows and dispense hole and ran photometer quality controls, which passed. Precision testing was run for the vancomycin and valproic acid methods and no outliers or imprecision was obtained. The cause of the discordant and imprecise results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low valproic acid result was obtained on a patient sample and imprecision was observed on the valproic acid and vancomycin methods on a dimension exl 200 instrument. The discordant result was not reported to the physician(s). The customer repeated the sample on the same instrument, resulting higher. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant and imprecise results.

Manufacturer narrative:
The initial MDR was filed on may 26th, 2017. Additional information (06/12/2017): a siemens headquarter support center (hsc) specialist reviewed the event data. Hsc concluded the customer was centrifuging faster and for less time than the tube manufacturer recommends. In addition, the customer was running with the "clot check" function disabled, which is not recommended by siemens. The investigation findings were presented to the customer. Upon follow-up, it was reported that the performance of the instrument has been satisfactory.